Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn quick suture. The client reported that from the packet - long strange strand of cotton wool came out of the packet with suture and landed in the sterile field. Additional information has not been provided.